Event description:
It was reported the md used a sheath to insert the iab via the "femoral artery". Resistance was met 8 cm into the advancement of the catheter. The md tried to remove the iab from the sheath. This could not be done, so the entire assembly was removed as one unit. The md noted this procedure was performed with "previous vacuum, and the unidirectional valve was put on." As a result of the events, the md introduced another iab without difficulties.

Manufacturer narrative:
We are not expecting the product to be returned. F/u report will be field if more info becomes available.